Event description:
Manufacturer representative reports ipg device system explanted in 2005 due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.